Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device implant procedure, premature battery depletion was observed. The device was not used, and a different one was implanted instead.